Event description:
During on-site service, the baxter service technician experienced low battery alarm on a flo-gard infusion pump. Additional information is not available.

Manufacturer narrative:
(B)(4).; evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and a battery test were performed. The low battery alarm was identified during battery testing. The cause of the condition was determined to be a low battery. The cause of the low battery could not be determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.